Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: it was not located') in a 32-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included wrist injury, anxiety, asthma, gerd, joint pain, blood pressure high and back pain. On (B)(6) 2006 patient underwent essure confirmation test : total bilateral occlusion. Concomitant products included acetylsalicylic acid;caffeine;paracetamol (excedrin migraine) since 2006, clonazepam, hydrocortisone, medroxyprogesterone acetate (depo provera) since 2003, metoprolol, paracetamol (tylenol) and pefloxacin mesilate (pefcid). On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), menstruation irregular ("irregular menses") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and migraine ("migraine"). The patient was treated with surgery (supracervical hysterectomy (uterus only)). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the device dislocation, dysmenorrhoea and migraine outcome was unknown and the vaginal haemorrhage, heavy menstrual bleeding and menstruation irregular had resolved. The reporter considered device dislocation, dysmenorrhoea, heavy menstrual bleeding, menstruation irregular, migraine and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted in insertion date- (B)(6) 2008 /(B)(6) 2006 date of removal: (B)(6) 2017 (per mr discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 63.492 kgs. Hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record ; migraine. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-apr-2021: pif received. Reporter information and rcc were added. Dob updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: it was not located') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: on (B)(6) 2006 patient underwent essure confirmation test : total bilateral occlusion. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), menstruation irregular ("irregular menses") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (supracervical hysterectomy (uterus only)). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the device dislocation and dysmenorrhoea outcome was unknown and the vaginal haemorrhage, menorrhagia and menstruation irregular had resolved. The reporter considered device dislocation, dysmenorrhoea, menorrhagia, menstruation irregular and vaginal haemorrhage to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-may-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: it was not located') in a 32-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine and wrist injury. On (B)(6) 2006 patient underwent essure confirmation test : total bilateral occlusion. Concomitant products included acetylsalicylic acid;caffeine;paracetamol (excedrin migraine) since 2006 and medroxyprogesterone acetate (depo provera) since 2003. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), menstruation irregular ("irregular menses") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and migraine ("migraine"). The patient was treated with surgery (supracervical hysterectomy (uterus only)). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the device dislocation, dysmenorrhoea and migraine outcome was unknown and the vaginal haemorrhage, menorrhagia and menstruation irregular had resolved. The reporter considered device dislocation, dysmenorrhoea, menorrhagia, menstruation irregular, migraine and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted in insertion date- (B)(6) 2008 / (B)(6) 2006 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 16-nov-2020: pfs received: event migraines/headache added, onset date, event outcome, medical history and concomitant drug added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: it was not located') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: on (B)(6) 2006 patient underwent essure confirmation test : total bilateral occlusion. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), menstruation irregular ("irregular menses") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (supracervical hysterectomy (uterus only)). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the device dislocation and dysmenorrhoea outcome was unknown and the vaginal haemorrhage, menorrhagia and menstruation irregular had resolved. The reporter considered device dislocation, dysmenorrhoea, menorrhagia, menstruation irregular and vaginal haemorrhage to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-apr-2020: pfs received : previously reported event "injury" updated to "abnormal bleeding (vaginal)", events- "abnormal bleeding (menorrhagia), irregular menses, migration of essure device location of device: it was not located, dysmenorrhea (cramping)", reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.